Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found an external insulation abrasion breaching the outer insulation located distal to the connector boots. The cause of the external insulation abrasion is consistent with friction to the device can. The other damage found is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.